Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she experienced elevated blood glucose of above 600 and then between 400-500 mg/dl due to insulin leakage and kinked infusion cannulas. Normal blood glucose is 120-180 mg/dl, and patient treated hyperglycemia with insulin injections. There were no issues with the preparation or insertion of the infusion set. Patient noticed insulin leakage when the infusion set adhesive became wet after bolusing. Insertion device was used to insert the headsets, and the issues were noticed approximately 4 hours after insertion. The cannulas were kinked in the middle after the headsets were removed. This occurred approximately 3 times within the past month. Alleged infusion sets were discarded and will not be returned for evaluation. Product was replaced. The patient did not require treatment from a health care professional or second party to address the issue.